Event description:
Patient called in to report that the battery charger is no longer charging either battery and waited until both batteries were depleted. The inability to boot up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned charger and batteries passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.